Event description:
As initially reported by the healthcare professional stating that the consumer experienced symptoms of corneal ulcer in an unspecified eye and saw an eye care professional (ecp) for unspecified care. The ecp instructed the consumer to come back if symptoms did not improve. Since the consumer had not reached out, it was assumed that the eye had healed. The current status of the consumer's eye remains unknown at the time of this report. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been received and updated in a2.,b2.,h6., and b5 fields. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received, states that the consumer experienced discomfort, light sensitivity, and watering in the left eye. The consumer had sought medical attention and was prescribed tobramycin/dexamethasone drops 0.3-0.5 percent. The current state of the consumer eye is resolved. No additional report has been requested at the time of the report.